Manufacturer narrative:
H.6. Investigation summary : a device history review was conducted for lot number 9023814. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see section h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system prn cap was discolored and "unglued" during the infusion process. The following information was provided by the initial reporter, translated from chinese to english: "around 9 o 'clock on (B)(6) 2020, the nurse found that the prn of the indwelling needle was discolored and unglued in the process of infusion for the patient. Replace another indwelling needles, there is no such situation."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system prn cap was discolored and "unglued" during the infusion process. The following information was provided by the initial reporter, translated from (B)(6) to english: "around 9 o 'clock on (B)(6) 2020, the nurse found that the prn of the indwelling needle was discolored and unglued in the process of infusion for the patient. Replace another indwelling needles, there is no such situation."